Manufacturer narrative:
Insulin pump was unable to perform displacement test, operating currents measurements and off no power test due to blank display. Insulin pump was unable to verify failed battery test due to blank display. Insulin pump had a blank display due to severely corroded battery tube and slightly corroded battery cap contacts. Insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and broken belt clip slot.

Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 259 mg/dl. The customer has just starting wearing again her insulin pump in december when home from college. The customer had a crack on left hand side of the battery compartment. The troubleshooting was performed. The patient was advised that the insulin pump need to be replaced. The patient was asked to discontinued used of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.